Manufacturer narrative:
E1 - address- (B)(6). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device image is not clear. The event occurred at during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.